Manufacturer narrative:
(B)(6). Method: the complaint (B)(4) adult dual heated evaqua2 breathing circuit was returned to fph in (B)(4). It was visually inspected and pressure tested for leaks. Results: visual inspection revealed the evaqua expiratory limb sustained a small cut about 71cm from the patient end connector. The pressure test result was out of specification. A lot check revealed no other complaints of this nature for lot number 150411. Conclusion: based on the inspection conducted, the subject evaqua expiratory limb appeared to have been cut with a sharp object. This has been known to occur if the box in which the circuits arrive is opened using a sharp object like knife. All evaqua breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. In addition, tube weighing and bond strength testing are performed every 15 minutes. If any faults are detected the whole batch is placed on hold for investigation. This suggests that the subject breathing circuit was damaged after it was released for distribution. The user instructions that accompany the rt385 adult dual heated evaqua2 breathing circuit state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarm."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt385 adult dual heated evaqua2 breathing circuit failed the ventilator leak test. This was observed before use on a patient.